Event description:
A reprocessed ethicon harmonic focus was given to the physician, per his request. Upon firing the device, it made the activation sound, but did not cut or cauterize any tissue. All attempts were made to verify that all cables were plugged in and working correctly. The first harmonic still made the sounds for working properly, however no tissue was cut or cauterized. The first harmonic was then removed from field and a second harmonic was given to the surgeon. The second harmonic worked properly.